Manufacturer narrative:
Investigation: the sequence of events could not be definitively determined but it is believed that the inlet saline line was left open during prime divert when it should have been closed as instructed by the optia machine. The inlet and return pumps were rotating at this point which caused a mix of saline and incoming blood. The mix then was pumped up the saline line to the saline bag by the return pump. The customer reportedly replaced the saline bag before continuing the procedure. Root cause: the definitive root cause for the blood in the saline bag and ¿no more than 10ml to be delivered to the patient¿ was an open saline line roller clamp. This allowed the mix of saline and blood to be pushed up into the saline bag.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer chose to not provide information regarding the final volumes of fluids in or out or identifying information for the patient. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during saline divert of a mononuclear cell (mnc) collection procedure, they observed blood in the saline bag. The operator in advertently forgot to close the saline roller clamp. The saline bag was replaced and the procedure was completed. No medical intervention was necessary for this event. Patient information is not available at this time. Patient outcome is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Event description:
The customer stated that the patient was in stable condition. The customer declined to provide the patient information.

Manufacturer narrative:
Investigation: the customer stated that no more than 10ml of blood went up the saline line and at no time did she notice that the patient inadvertently received a saline bolus that would equate to more than 10ml. Investigation is in process. A follow-up report will be provided.